Manufacturer narrative:
Other relevant components include: product ID neu_unknown_cath lot# serial# unknown implanted: explanted: product type catheter h6: patient code c76143 applies to the catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient receiving unknown baclofen 500mcg/ml for a total dose of 84.34mcg/day via an implantable pump for no known indication for use. It was reported a catheter event occurred and was confirmed. It was noted that the catheter was disconnected from the pump. The catheter disconnected was diagnosed by surgical exploration. It was noted there was a pocket of fluid which they believed was cerebrospinal fluid (csf). They inquired what the timeline would be if they did not prime the catheter now that the pocket was closed. They did not aspirate from the catheter access port (cap) after the catheter and pump were reconnected. The catheter volume was 0.194. It was calculated 0.168ml/day, 97mcg, and would be 27 hours and 42 minutes. No symptoms reported. Event date was (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturers representative indicated that he received a message from his rep regarding the doctor needing to make a pump adjustment (decrease the pump) at the hospital and to explore the pump pocket to rule out a possible infection, upon exploration, it was found that the catheter connector had come off the pump and cerebrospinal fluid had filled the pocket. There was no infection in the pocket per the surgeon, upon reconnecting the catheter to the pump, the surgeon closed the pocket and chose not to prime the catheter. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial (B)(4), implanted: (B)(6) 2011, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the health care professional via the manufacturers representative indicated that the cause of catheter disconnection from the pump was undetermined. The patients weight at the time of the event was unknown. It was noted that the rep was not notified and did not cover the case. A different rep covered the case and the doctor would have advised new dose as she was the managing physician. No further complications were reported.